Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to difficult lock line removal with a suspected lock line knot. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with a mitral valve ring. Following mitraclip placement, the first final arm angle (faa) was established successfully. During mitraclip deployment and during lock line removal, approximately 5 centimeters of lock line was removed when it could not be removed anymore. A lock line knot was suspected. As troubleshooting, faa was attempted a second time. The unknotted end was pulled (with approximately 10 lbs. Of pressure) while turning the arm positioner opening the clip. The clip was inverted and was removed safely from the anatomy. Another clip was implanted without reported issue, reducing the mr to grade 1. There were no adverse patient effects due to this issue and there was no reported clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information was obtained: the physician indicated the information in this event was inaccurately reported and the same event was also reported in MFR# 2024168-2018-06608. All accurate event information is conserved in MFR 2024168-2018-06608.

Manufacturer narrative:
(B)(4). Additional information was obtained that the information in this event was inaccurately reported and is the same event reported in MFR 2024168-2018-06608. All accurate event information, including returned device evaluation, is conserved in MFR 2024168-2018-06608.